Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Three out of 9 connectors of the tigerpaw system ii device were engaged; 6 connectors were not engaged. Not engaged connectors were removed. The left atrium appendage was sewed over w/pledgeted suture. There was no patient negative effects.